Event description:
A report was received that the patient experienced an issue charging her ipg. The patient underwent a replacement procedure for the ipg. The patient was doing well post-operatively. The ipg was discarded as per physicians preference.